Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388t competitor, lead implanted: (B)(6) 2006. (B)(4).

Event description:
The lead was capped and replaced.

Event description:
It was reported that the rv (right ventricular) threshold increased to high levels. The lead remains in use. No patient complications have been reported as a result of this event.